Event description:
It was reported that the patient thought they needed a new purewick urine collection system because there were sparks and smoke when they tried plugging it in last night. Patient stated that they never received that kind of response while plugging in an appliance.

Manufacturer narrative:
The reported event is confirmed, the root cause is unknown. The bd pure wick urine collection system collection canister (lot 20200004) with lid, pump tubing, collector tubing with elbow connector and external power cord were returned. When plugged in, no sparks or smoke were noted. When the device was powered on, there was no light or sound, after a few seconds a spark was noticed coming from the power switch and smoke was noticed to be coming from the device. A foul odor was coming from the device due to the smoke. The device was opened to examine the issue; soot was present in the lower enclosure, in the device itself and the pcba was observed to be charred with the port connection to the ac inlet cable assembly completely detached with some charred residue surrounding it . Urine was also observed to be present in the inner exhaust tubing. The sample was re-evaluated in attempt to replicate the issue; when the device was plugged in and powered on, no light or sound were present. The device was left to run for about a minute and there was still no light or sound. The device was opened and there was still a slight burning odor from within, some white residue was present around the capacitor as well as the surface of the pcba, several burn marks and signs corrosion were also present. The pcba was connected to a multimeter to check for conductivity and was able to produce a charge. The ac inlet cable assembly was removed and was observed to be completely burnt/melted where it would connect to the port on the pcba. Soot was present on the battery foam. Looking further into the device, soot was present in the lower end of the device as well as on the pump and pcba foam. What appeared to be urine residue was also present in the inner pump tubing and internal exhaust tubing closest to the pump. When the lid was shaken, the overflow valve moved freely and was not stuck in place. The overflow valve was removed, no stains or urine residue was present on the filter. The returned accessories were connected to an in-house pw100 and the suction was allowed to run in attempt to test the function of the overflow valve; the valve functioned as intended and did not allow the canister to overflow. While the device was being run condensation and bubbles were noted to be accumulating in the pump tubing. The pump tubing was rinsed with water and no further bubbles were noted. Although there was some urine noted within the device, it is unclear if this is what resulted in the reported event. Some potential causes of failure are "user does not follow instructions or is unaware that the canister is full." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." "Replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up ¿ canister or tubing appear cloudy ¿ canister or tubing appear discolored ¿ canister becomes cracked ¿ tubing becomes torn ¿ purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days." Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient thought they needed a new purewick urine collection system because there were sparks and smoke when they tried plugging it in last night. Patient stated that they never received that kind of response while plugging in an appliance.